Event description:
We were doing a laparoscopic appendectomy in or 2 and the enseal did not work. When activated it would beep a few times like it does but then make a different tone and an error message appeared on the screen. Per surgery team, the enseal did not "fire" at all. We tried unplugging the cord and re-plugging it and this did not fix the issue, so we opened a new one and that one worked. [Redacted] was notified, and the malfunctioning device was placed in original packaging and put in soiled utility room per her instructions. Defective device info: enseal xl tissue sealer curved jaw 37 cm, reference # nslx137c lot # a98945, exp 05/31/2030.